Event description:
Per the clinic, the patient was prescribed oral antibiotics (type not reported) on (B)(6) 2013 to treat an infection at the implant site. It has been reported that the patient has recovered and is doing well.

Manufacturer narrative:
(B)(4): implanted device remains.